Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a delivery issue with a replacement freestyle libre sensor. It was initially reported that the sensor received a ¿replace sensor¿ error message during wear. A replacement device was ordered however, the replacement was not received and the customer was unable to monitor blood glucose. Consequently, the customer experienced symptoms of sweating and a loss of consciousness, requiring oral glucose (orange juice) as treatment from a third party, and no further information was provided. There was no report of death or permanent injury associated with this event.